Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported patient experienced ineffective stimulation for his lower extremity pain with his scs system. It was confirmed the patient's leads had not migrated and were undamaged. As a result of the ineffective stimulation, patient underwent an scs system explant on (B)(6) 2017 and had a pns system implanted. Effective therapy was achieved post-op.